Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl. The customer also mentioned other blood glucose values such as under 300 mg/dl, up to 400 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer was treated for high blood glucose with insulin pump. Based on customer¿s report customer did not allege under delivery. Customer using insulin pump within 48 hours of high blood glucose of event. The customer was reported that the drive support cap was normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump will not be returned for analysis.